Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7078022. Brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7078040. Brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 591891.

Event description:
It was reported that the patient presented to routine visit following a spinal cord stimulation (scs) implant procedure. During the visit the patient mentioned to the physician that her wounds were very sensitive. The physician inspected the wounds and commented that they were red and irritated. The physician thought that they looked infected and therefore prescribed antibiotics. There were no cultures taken. The physician assessed that the infection was probably procedure related and that the patient has many comorbidities. The patient was seen again for review and the physician reported that all indications are that the patient definitely has an infection and admitted the patient to the hospital for i.v. Antibiotics and observation. The patient then later underwent a procedure where the scs system was explanted. The patient had a vacuum drain, and all has been removed now. The patient is recovering well and may have a new scs system implanted again in the future. The devices will not be returned as they were discarded by the medical facility.